Event description:
An aneurx stent graft system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. It was reported that the stent graft had been implanted under phase I evaluation of the safety and efficacy of the aneurx endovascular prosthesis system. It was reported approximately 72 months post stent graft implant that the patient had a type I endoleak and an occluded right iliac native artery. The physician elected to place a covered stent graft to treat the type I endoleak. It was reported that the occluded right iliac artery was treated with an iliac to iliac femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.